Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) exhibited premature battery depletion/went unexpectedly into elective replacement indicator (eri), with typically resultant low battery voltage and high battery impedance, and approximately three months prior, the remaining battery longevity was three years. The ipg was explanted and replaced. No patient complications have been reported asa result of this event.